Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the ipg was implanted where there was not enough fat tissue to clamp it, and it caused pain to the patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported via social media that the ipg was implanted where there was not enough fat tissue to clamp it, and it caused pain to the patient. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had a competitors device.